Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion sets cannula were kinked within 3 hours of insertion which results into high blood glucose level. The patient addressed the high blood glucose level by multiple daily injection and changed infusion set. The insertion site was at abdomen and upper buttocks. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. This event occurred from 21-oct-2024 to 23-oct-2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary. The reference samples for the lot 6005954 have already been previously tested. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (flow test) 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6005954 was manufactured according to the wi version 111 manufactured in the line 1101/inset 9, on 09/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in data base on 20/jan/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005954 and another 5 complaints have been registered in data base for the same lot 6005954 and malfunction code.